Event description:
A report was received that the patient's ipg was not functioning properly after being kicked by a horse. The patient was experiencing intermittent stimulation. The physician explanted the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint could not be verified as the device passed all the required tests without any incidents. The associated paddle lead was not returned and not be used with the ipg to investigate the complaint. The stimulation outputs of the ipg were uninterrupted. The setscrews showed no anomalies.

Event description:
A report was received that the patient's ipg was not functioning properly after being kicked by a horse. The patient was experiencing intermittent stimulation. The physician explanted the ipg and the patient was reportedly doing well following the procedure.